Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of black particles. The patient alleged shortness of breath. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was performed by the manufacturer. The manufacturer found discoloration of plastic inside front panel and rear panel, white dust-like film observed on top of blower box, beige dust-like contaminant observed around edges of air inlet of blower box, grey hair-like objects and grey dust-like contaminants observed inside bottom enclosure, white dust-like buildup around entire gasket seal of blower box lid, on top of blower, and in bottom of blower box, white hair-like objects observed in all aforementioned areas as well, signs of liquid ingress with mineral buildup on bottom of blower and in bottom of blower box, black residue consistent with findings of keratin at blower outlet and on blower outlet seal. The device's downloaded event log was reviewed by the manufacturer and found the error code e-4. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirms the presence of various contaminants and signs of water ingression with mineral buildup within the airpath, which is likely of external origin and not consistent with originating from a device failure.